Event description:
Healthcare professional presented a poster titled, "non-penetrating deep sclerectomy versus standalone xen gel stent: a retrospective comparative study" from the egs athens conference reporting the following events: transient hypotony in 14 eyes, transient shallow ac in 7 eyes, transient choroidal detachment in 4 eyes, transient hypotony maculopathy in 1 eye, transient intravitreal hemorrhage in 1 eye, transient hyphema in 18 eyes, iris incarceration in 1 eye, late onset bleb leak in 3 eyes, malignant glaucoma in 1 eye, needling performed in 35 eyes, iris touch in 10 eyes, occlusion by iris in 3 eyes, endothelium touch in 1 eye, bending of drain in 11 eyes, migration in anterior chamber in 3 eyes, retraction in 1 eye, implant repositioning requiring surgery in 2 eyes, exposure (transconjunctival) in 1 eyes, and 12 eyes required reoperation: trabeculectomy (9), non-penetrating deep sclerectomy (2), and transscleral photocoagulation (1); causes for reoperation: elevated iop (11) and bleb leakage (1).

Manufacturer narrative:
82 eyes were implanted with the xen between january 2017 to december 2018. Health effect: clinical code: e0819, e2402. Health effect- clinical code: e0819 to capture irido-corneal touch and hypotony maculopathy. E2402 to capture corneal endothelial cell loss. Health effect - impact codes: f1901. Medical device problem code: a010402. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Article citation: touboul a, fels a, morin a, bensmail d, lachkar y. One-year outcomes of standalone xen gel stent versus non-penetrating deep sclerectomy. J glaucoma. 2022 aug 22. Doi: 10.1097/ijg.0000000000002108. Epub ahead of print. Pmid: 36001498. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Additional information provided through the article, "one-year outcomes of standalone xen gel stent versus non-penetrating deep sclerectomy," noted 1 patient with iris incarceration had the device removed followed by one of the previously captured trabeculectomy due to high iop, 3 eyes experienced exposure due to late onset bleb leakage, of which 1 had a trabeculectomy and 1 had npds surgery followed by needling and anti-vegf injections for central retinal vein occlusion. This is the same article reported under MDR ID #3011299751-2022-00149 allergan complaint # (B)(4). This MDR is being submitted for the medical events in the article.